Event description:
The customer stated that she has been experiencing high blood glucose levels, and the insulin pump shows that there is no insulin in the reservoir, even though the reservoir is full. The customer was very uncomfortable using the insulin pump, and requested a replacement without further troubleshooting. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with currents within specification. The unit was unable to prime during the prime test due to a protruded/loose drive support disk. The device had a scratched lcd window and cracks on the display window corners and reservoir tube lip, as well as a broken belt clip slot.